Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the clamp had broke after the initial use. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections have been updated: complaint sample was evaluated and the reported event was confirmed. Failure mode was that of instrument fracture. Inspection of the device identified one end of the tip was fractured and damaged. The product was manufactured on oct 28, 2016, and therefore had been in the field for approximately 8 months. The hardness of the returned instrument was found to be within specification. DHR (device history records) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined and the product was likely conforming when it left zimmer biomet control. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.